Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported the customer did not observe insulin dripping out of the infusion tubing or the cartridge tubing during the load fill tubing sequence. The customer attempted to fill the tubing once more and subsequently received a minimum fill notification. A new cartridge was loaded resolving both issues. The customer's blood glucose level was 153mg/dl.